Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. The tip was detached but the detached tip was not returned. In addition, the cutting knife and electrode were charred black. Based on the results of the investigation, the likely mechanism causing tip detachment is as follows: 1. Due to the factors described below, an electric discharge between the tissue and the electrode occurred during output activation. · the high-frequency output was set too high · the electrosurgical unit was used in coagulation mode. · the output activation time was too long. 2. High heat caused by an electric discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3. A force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the exact cause of an electric discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Regarding the detachment of the tip, based on internal verification, the following countermeasures are considered effective: 1. Reduce the power of the electrosurgical unit to prevent an increase in temperature at the tip. 2. When it is difficult to incise, please avoid applying excessive force by pulling the mucosa with the electrode. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that towards the end of a therapeutic endoscopic submucosal dissection under sedation, the insulating tip on the distal end of the single use electrosurgical knife fell off inside the body, probably in the stomach. The fallen piece was immediately retrieved using clasping forceps or retrieval net. The procedure was completed without changing any equipment. There were no reports of further patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct d4 (lot number and expiration date) of the prior report.